Event description:
According to the reporter, the device powered off by itself when used on a pt. The pt was transported to the hospital. The pt's outcome is unk but no adverse affects were reported as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed loose battery connector pins that are most likely root cause for the intermittent power off reported of the device. The battery pins were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.